Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a battery problem. The facility representative did not have information regarding when, or in which care area, this event occurred. The representative did state that there was no report of patient/user involvement, injury or medical intervention. This condition has the potential to interrupt delivery. The user interface module software version for this device is unknown at this time. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem was attributed to depleted main batteries as a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery problem was confirmed during product evaluation by baxter service personnel. This condition was attributed to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history revealed that this device has been serviced four times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery." A device history review was performed but no abnormalities were observed. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.